Event description:
It was reported that the patient underwent a knee revision approximately 5 years post implantation due to pain and tibial loosening. The tibial implant was found to be grossly loose with no cement adhered to titanium surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined this event was already reported under 0002648920-2024-00074. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined this event was already reported under 0002648920-2024-00074. The initial report should be voided.